Manufacturer narrative:
Investigation included customer interview and guided troubleshooting. Investigation of this case revealed a rise in glucose potentially associated with recent cortisone administration and resolution after infusion site change, with no confirmed device malfunction. It was concluded that the event involved hyperglycemia with an unclear cause and that the device functioned as expected after site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system, with initial blood glucose readings in the 300s despite no recent food intake, no visible tubing kinks or leaks, and immediate drop when the pump was disconnected; the user changed the infusion site with assistance and glucose decreased during the call. Symptoms included body aches, lethargy, and general malaise. Outcomes included user troubleshooting and continued device use without alerts, alarms, or need for medical treatment or hospitalization.